Event description:
Having headaches, fatigue, depression, pelvic pain with intercourse and weight fluctuations. Heavy and irregular menstrual cycles when I attempted to stop my birth control pill. I am still taking my birth control pill due to that fact. Had the essure device implanted in (B)(6) 2007.